Event description:
Specialty pharmacy: a health system specialty pharmacy has challenges with drug information software screening for appropriate drug interactions. In some cases, that screening is too general and causes alert fatigue, and in some cases, the screening is not specific enough and misses clinically significant alerts. Two examples are below: case 1: alerts with biktarvy (bictegravir/emtricitabine/tenofovir alafenamide) and xtandi (enzalutamide). Lexicomp shows level c interaction and recommends monitoring therapy. Hiv liverpool (more sensitive and specific screening tool used for some specialty disease states) makes it clear in red that you should not co-administer these medications together. There was a scenario where a patient who had been on biktarvy for hiv for a while started xtandi. The pharmacist missed in general since there was no pharmacist consult for xtandi and the providers/pharmacist at dispensing were not flagged about it. The oncology pharmacist missed this because they weren¿t notified of a new start xtandi. It also did not flag on the prescriber¿s end in the old her. The patient had an increase in their hiv viral load due to the interaction decreasing the biktarvy concentrations, which was found on routine follow up and labs with the provider. Conclusion: the summary here is that the pharmacist may interpret the severity of the interactions differently which is what happened with the case that led to a systems failure. Ismp is a federally certified patient safety organization and an FDA medwatch partner (B)(6).